Event description:
A customer reported to beckman coulter (bec) that they experienced two occasions on their coulter lh500 hematology analyzer where hemoglobin (hgb) dropped on controls (qc) from between 0.5 and 1.0 grams. The customer also reported occasional hematocrit/hemoglobin (h/h) mismatch on sample results. No erroneous results were generated. The customer stopped using the instrument since the controls did not pass verification and bec field service (fse) was dispatched to the customer site.

Manufacturer narrative:
The fse replaced the blood sampling valve (bsv) actuator to correct the h/h mismatch. The fse also found an air leak from worn primary and secondary aspiration pumps, and replaced both pumps as preventive maintenance. Per the fse, the lyse s iii reagent was also replaced to resolve the drop on hgb recovery. The fse suspected the reagent was received frozen and may have been used as such. Failure mode of the h/h mismatch was related to the bsv actuator. The drop in the hgb results was attributed to a frozen lyse s iii reagent, which would make this event a use error. Instructions for handling frozen reagents are detailed in the product IFU. Per IFU instructions for lyse s iii reagent pn 8546983; if product has been partially or completely frozen, allow product to warm to room temperature. Mix product by gentle inversion prior to placement on the instrument. Install and prime the reagent as directed in the instrument product manuals and/or online help. Verify background counts are acceptable before analyzing patient samples. Reagent information: reagent: lyse s iii diff,1l; part number: 8546983; lot number: 101515f.